Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse tested multiple instruments and sterile adaptors on the system without any issues. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, universal surgical manipulator (usm) 2 had non-intuitive motion. The customer tried three instruments on usm 2 but still could not control the wrist. The surgeon moved the endoscope from another usm to usm 2 to continue with the operation. The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the error logs and found no related issue/error. The tse noted that the issue could be related to the drape sterile adapter. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the issue occurred with the surgeon¿s head inside the surgeon side console (ssc) high resolution stereo viewer (hrsv). The instrument twisted up upon insertion but would not move at all when the surgeon tried to manipulate it. The bipolar instrument was used in the patient's abdomen. The customer moved the endoscope to usm 2 and completed the procedure with no patient harm.